Event description:
It was reported to nova biomedical on 08/21/2013 that a consumer in (B)(6) or (B)(6) 2012 experienced a hyperglycemic event requiring medical intervention. The consumer was not able to provide any further info regarding the serial number and the test strip lot number involved in the reported event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips were discarded by the consumer.